Event description:
Tibial implant loosening was reported. Revision surgery is planned.

Manufacturer narrative:
Review of the device history record indicates that the device was manufactured to specification.